Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. As per the siemens advia centaur xp customer bulletin entitled results for diluted and undiluted samples for total hcg, "the system transmits initial results to the lis with a p (preliminary) status and the rescheduled flag. If the final result is from a diluted sample, the system transmits the final result with a diluted flag." In this scenario, the instrument transmitted the initial neat result to the lis as preliminary because the diluted result was flagged with an over dilution error. Hence, the instrument was performing as it was intended to. The cause of the discordant, falsely high total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument stated that the total human chorionic gonadotropin (total hcg) result was not transmitted correctly to a laboratory information system (lis). The sample was run neat and resulted high. The customer diluted the sample with a dilution factor of 1:200 and an over diluted error was received without any result. Upon completion of the dilution, the instrument transmitted a final result to the lis without an error of over dilution. The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high total hcg result.